Event description:
Patient reported, left-side rupture. Later, healthcare professional confirmed the event. Device has been explanted and replaced. Healthcare professional previously reported, left side "itching on palms, head, hands", "itching wanes" and "skin texture is different"; and per imaging reported, ¿mass in upper abdomen....measuring at least 2.2 cm.... Most consistent with a cyst¿ and ¿interval developing 8x5x7mm enhancing nodule in the lower outer quadrant of the left breast most likely 4:00 located 4 to 4.5 cm maximally from the nipple with discordance in the size¿; these events have been assessed and deemed as not related to the device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.